Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm using the esc and act buttons. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.